Event description:
On (B)(6) 2012 customer reported that multiple chemistries on the cartridge chemistry (cc) side of the dxc 600 pro instrument were out of control range, and fluid was accumulating in the reagent compartment. Customer checked for leaks at the reagent probes and syringes, and tightened all fittings. No fluid leaks were observed at the probes or syringes. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument on (B)(6) 2012 and found a dirty cuvette wash collar vacuum valve. The stuck valve caused the wash collar to overflow, which in turn caused the cc chemistries to fail quality control. Fse cleaned and replaced the wash collar vacuum valve, and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).